Event description:
It was reported that during a da vinci assisted procedure, a sureform 45 stapler instrument fired a green reload and became stuck on lung tissue. The surgeon had not encountered any obstructions between the instrument's jaws. There was no tissue tension or tissue bunching that occurred. It was reported that the procedure was completed with no patient injury. The surgeon used another stapler instrument to complete the procedure.

Manufacturer narrative:
The sureform 45 stapler was analyzed and the complaint was not confirmed by failure analysis. In-house testing and visual inspection showed no damage. The channel sprang back open when in the unclamped state. The in-house reload attached and removed from the stapler without any issues. The instrument passed the recognition and engagement tests. The reload passed the reload recognition test. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 45 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Procedure logs were unable to be retrieved. The instrument was fully functional. There was no problem detected. A review of the system logs was attempted. However, the search did not return any results aligned with the customer-reported product information and/or event date. The image received of this event was reviewed: in the image, the stapler jaws are slightly opened. Tissue is positioned between the jaws, with noticeable attachment of the tissue to the cartridge side of the jaws. Assuming that this image is oriented such that gravity is pointing towards the bottom of the image, and given the minor opening between the jaws, it looked more like tissue sticking to the reload after a fire rather than an intentional grasp.